Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient that the patient presented in the emergency room with chest pain and fatigue. It was found that the pacemaker was causing pain due to desynchrony. Programming changes were made to resolve the issue. Patient was stable.